Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that each key appeared to function correctly. A field service engineer replaced the keyboard cover and restarted the station, as pharmacist was unable to specify which keys were problematic. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis anesthesia es system had keyboard failure.the customer reported that there was delay in dispensing the medication.there were no adverse events or injuries reported based on this event.